Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the device had a failed tower door. Tower door 1 was unable to be opened. Troubleshooting steps, including storage recovery and system reboot, were performed; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of this incident, a field service engineer (fse) confirmed that the issue was successfully recovered by the customer, and no further investigation was required. The system functioned as intended after the customer resolved the issue.